Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient's right implant stuck out about half an inch further than the left implant and the lead wire could be seen beneath the skin. The reason for call was patient reported that they had a parkinson's meeting last tuesday and patient said they showed a mdt rep this and that if they are tired and yawning, after they yawn they can see the dbs implant moving "up and down", like the implant was "stuttering" like an arrow on a meter would go up and down. They said they did not feel any kind of stimulation in the implant pocket site. Patient said they first started noticing the issue about a week before their parkinson's meeting last tuesday. The patient was redirected to their healthcare provider to further address the issue.